Manufacturer narrative:
Should additional information become available a supplemental record will be filed.

Event description:
The dealer states that the motor is freewheeling, this is the new motor the just received. The dealer states that the end user was stranded for about 2 hours less than a mile away from her home.